Event description:
The customer reported of red x and chirping. There was no report of patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.